Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.